Manufacturer narrative:
Medtronic rep tested system and it tested without issue. Software behaving as designed. Frame movement was suspect as improper lock down of vertek arm. No impact on patient outcome reported.

Event description:
Medtronic representative called in and reported that the surgeon was experiencing inaccuracies of 4-5 inches during the later stages of a tumor resection procedure in mach cranial. The use of the stealth was discontinued. Surgeon proceeded with surgery. No impact on patient outcome.